Event description:
Customer allegedly received the following results on his aviva meter within 10 minutes: 418 mg/dl, 251 mg/dl, 170 mg/dl, and 89 mg/dl. Customer states that he obtained discrepant results on two different meters within 10 minutes: 89 mg/dl (customer's aviva meter) and 122 mg/dl, 120 mg/dl (wife's aviva meter) result of 89 mg/dl was obtained only once - no duplication of readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva system 1. Reference medwatch with (B)(6) for the aviva system 2.